Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not replicate but confirmed the complaint error c-38. In error log, the c-00 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The integrated electrosurgical unit (iesu) was installed on an in-house system where the generator functioned as expected. The iesu energized and cauterized and all port recognized instruments. The probable root cause is attributed to the generator.

Event description:
It was reported that during a da-vinci assisted radical prostatectomy (with lymphadenectomy) the customer called in to report the following problem: error c-38 on the erbe generator. The intuitive surgical (is) technical support engineer (tse) checked the error logs, verified the fault and asked the customer if the erbe generator was already restarted: the customer did restart already several times. Changing the cable did not help. Using the second monopolar outlet also did not help. Customer had no valleylab integrated electrosurgical unit (iesu) and no second da vinci available. Since both monopolar and bipolar energy worked, the customer could work with the system after acknowledging the warning message. The intuitive surgical (is) technical support engineer (tse) also told the customer to be prepared that the problem could come back every time. At one point customer could not activate monopolar cut function. The procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.